Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's screen on their insulin pump was dark. The customer's blood glucose level was reported to be 118.8mg/dl. No further information provided.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify button error alarm due to missing segment. No damage or moisture was found on the keypad traces noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.